Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. However, it was very likely that the plastic tube found inside the patient¿s body did not come from the subject device. The subject device passed the leak test. There was no damage on the device, and this was why it was very unlikely that the plastic tube fell off from the subject device. As a probable cause, it was likely that a tube fell inside the patient body via the subject device for some reasons other than the subject device. Corrected data: e2/g2.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer stated the unknown plastic tube, and the needle were available for return. The subject device referenced in this report was not returned for evaluation. Therefore, the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, at the end of a therapeutic bronchoscopy procedure, a plastic tube was found in the airway of the patient while using an evis exera ii ultrasonic bronchofibervideoscope. The procedure started with an evis exera bronchoscope and boston scientific forceps. The plastic tube was not located until the physician used the evis exera ii ultrasonic bronchofibervideoscope and vizishot 2 single use aspiration needle. Samples were taken with boston scientific forceps and a vizishot 2 single use aspiration needle. The plastic tube was safely removed from the patient and the procedure was completed with no surgical delay. No patient harm reported. The scopes and the forceps were inspected prior to use and worked as designed. The needle was also inspected prior to use. The customer indicated the vizishot 2 single use aspiration needle did not malfunction and that both scopes passed the leak test. It was unknown where the plastic tube originated from.